Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, the set screw was unable to be loosened on the device. All of the parameters were stable therefore the physician did not perform any intervention. The patient was stable with no consequences.